Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a display error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the device the cs300 intra-aortic balloon pump (iabp) display error. Getinge field service engineer (fse) damaged pixels on the cs300 monitor display lcd.the lcd display (d160-00-0113) was replaced along with a new video receiver cable (d012-00-1747). Once reassembled, the display test, keypad switch test and leakage current test was performed which all passed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. There was no patient involvement the equipment was cleared for customer use.the defective components were received for further investigation. Fat was able to verify the reported failure with pn: pn: 0160-00-0113 having damage to the lcd screen. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Fat did not verify any failures with pn: 012-00-1747.

Event description:
N/a.